Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. Six 6fr angioseal devices were returned to terumo medical corporation for product evaluation. Two devices were opened and had been used, and four devices were unopened and unused. Two hemostasis sheaths, two carrier tubes, one locator, and one locator were returned with the opened devices. Two header bags were also returned, and one header bag was for lot 0000556171 while the other header bag was for lot 0000617247. One hemostasis sheath was also assembled with the locator was found to have been broken. The other hemostasis sheath was found not to be broken. Both sheaths were tested by attempting to bend the components, and the broken sheath continued to break, while the unbroken sheath did not break and was only kinked. Four unopened and unused devices were returned from lot 0000617247. Two devices were opened and inspected for any potential issues, and no issues were identified with the components or with the hemostasis sheath. No material issue or degradation due to light exposure was identified. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and was broken in a manner consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr - 0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the outer sheath of the angio-seal broke on the back table. Additional information was received on 21nov2024: they chose another competitive closure device to achieve hemostasis with. Additional information was received on 25nov2024: the angio-seal devices are stored in a pyxsis system. This occurred in the ir department. There was no patient involvement as the device broke on the back table during preparation for use. The competitive device was used successfully.